Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial flutter. Technical services (ts) reviewed the episodes and confirmed oversensing of atrial flutter on ventricular channel with inhibition of pacing of 3.5 seconds indicating asystole. Ts discussed decreasing ventricular sensitivity to 0.8 mv. Ts also discussed induction episode and measuring ventricular signals on stored electrocardiogram to make sure sensitivity is programmed appropriately. Discussed changing the atrial tachycardia response (atr) criteria so patient mode switches faster (entry count 4, duration, 0, exit 4) and atr mode. This device remains in service and no adverse patient effects were reported.